Event description:
Rptr's breast were augmented on 6/28/94, when she was 27 yrs old. An MRI on 3/8/95 assessed their rupture, which was not the result of trauma or injury to the breasts. She has experienced undifferentiated autoimmune responses that may relate to silicone antigenicity. This a very stressful event in her life. She dreads the explantation surgery, & worries about the results. This a great emotional, physical & financial burden that affects her family as well as herself.